Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown. The device is not available for evaluation. A batch review cannot be performed, since there was no lot number provided. The reported condition could not be confirmed; a root cause could not be identified.

Event description:
It was reported that a nurse was unable to push medication through an unknown one-link device during infusion on a patient. The nurse first tried a 3 cc syringe which would not allow medication through. When the nurse would switch to a 10 cc syringe this condition was not observed. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.